Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore in half. The surgeon didn't enlarge the incision to remove the lens and replaced with another same model lens. No pt injury.

Manufacturer narrative:
.